Event description:
A physician reported during an intraocular lens (iol) implant procedure, lens was stuck in the injector and broken with no patient contact. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the iol. No cartridge was returned. Iol returned pressed down on two posts of the lens case base. Solution is dried on the iol. One haptic is broken/torn and not returned, the other haptic is deformed. The optic is marked-rejectable. The iol met specifications when dimensionally measured for edge thickness and plan view. The product investigation could not identify the root cause for the reported complaint "lens was stucked in the injector and broken" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. (The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).